Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing for dp purge valve step. Also, the 200/202/o2 tubing was an outdated version, and the porting block adapter had visible damage, so both were replaced. Additionally, the flow sensor assembly was yellowing, so it was replaced. The device passed all testing.